Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, that the sensor stopped on its own. The sensor was inserted into the abdomen. Data was available for evaluation. The reported sensor stopping on its own was not confirmed. The probable cause could not be determined. No additional event or patient information is available.